Event description:
Device functioning normally when suddenly alarmed "high pressure." Troubleshooting efforts failed to identify condition that triggered the alarm; unable to restart device. Taken out of service and replaced with back-up device. No harm to the pt.

Event description:
Device functioning normally when suddenly alarmed "high pressure." Troubleshooting efforts failed to identify condition that triggered the alarm; unable to restart device. Taken out of service and replaced with back-up device. No harm to the pt.